Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. The actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The analysis noted that the device battery was pre/approaching elective replacement indicator (eri). The weekly battery voltage trend data shows minimum battery=2.93 to 2.637 volts between (B)(6) 2012, is before device recommended replacement time (rrt) and 2.6251 volts. (B)(4).

Event description:
It was reported that the device was nearing recommended replacement time (rrt) and premature battery depletion was suspected. It was noted that the device was programmed with high left ventricular outputs. A device replacement is planned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.